Event description:
The account reported the brakes are not functioning and the bed moves when the brake is set. The bed was located at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The rental bed could not be repaired at the facility and the technician swapped the bed for a known working unit. The technician confirmed the brakes set but would not hold. No further information is available on the repair of the bed at this time. The investigation is ongoing; however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.